Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the second ruby coil¿s pusher assembly. The pusher assembly was bent approximately 22.0 cm from the proximal end. There was dried blood inside the introducer sheath that could not be flushed out. The embolization coil stuck inside the introducer sheath, intact with the pusher assembly, and kinked throughout its length. A segment of the introducer sheath was skived off and the outer diameter (od) of the proximal end of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned devices revealed the pusher assemblies were bent and the embolization coil of the second ruby coil was kinked. This damage likely occurred due to forceful advancement of the ruby coils against resistance. Further evaluation revealed the introducer sheaths were full of dried blood, which prevented the ruby coils from being functionally evaluated. Both ruby coils¿ ods were measured and found to be within specification. Since the ruby coils could not be functionally evaluated due to dried blood and the px slim delivery microcatheter (px slim) mentioned in the complaint was not returned for evaluation, the root cause of the complaint could not be determined. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.this report is associated with MFR report number: 1. 3005168196-2016-00260.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance two ruby coils through the px slim delivery microcatheter (px slim). The physician flushed and repositioned the px slim; however, the ruby coils were still unable to advance through it and were removed. The procedure was completed using two new ruby coils and the same px slim. There was no report of an adverse effect to the patient.